Event description:
Additional information was received from the manufacturer representative. The ins was implanted for non-malignant pain and post laminectomy pain. Patient and managing physician's information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that there was a loss of therapy. The impedances were taken and contacts 10 and 15 were out of range. The patient reported that they turn their ins on in the morning and 3 hours later they feel the stimulation turn off. The patient checks the device and the programmer indicated that the ins is off. The rep stated that they captured the fil and will send it along with the patient log to technical services. When technical services asked for more specific information the rep stated the patient was waiting and they would email technical services. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.